Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump housing was damaged, and subsequently, multiple cartridges were difficult to insert. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring, however cartridges continued to not fit securely on the pump. There was no adverse impact to customer's blood glucose level. The customer reverted to manual injections to resume insulin therapy.